Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a no delivery. Customer changed the infusion set twice and brand new reservoir. Customer was able to resolve the alarm by a complete set change. Unable to troubleshoot because, they had already performed an infusion set change. The blood glucose was unknown. Nothing further reported.